Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the date of the initial procedure (B)(6) 2018? What tissue was the pds plus suture used on? What was the condition of the tissue (healthy, weak, diseased)? How was the suture placed (interrupted or continuous)? What are the patient age, gender, weight, prior medical conditions? Was there any patient event prior to the dehiscence (such as cough, fall)? What is the current condition of the patient?

Event description:
It was reported that patient underwent cystoprostatectomy, pelvic lymph node dissection & ileal conduit procedure on unknown date and suture was used. The patient experienced wound dehiscence 48 hours post op and a second procedure was performed. The surgeon noted that the suture had broken as both surgical knots were still intact. It was reported that the patient aspirated at induction and was admitted to ICU post-surgery. Additional information has been requested.

Manufacturer narrative:
Pc-000193526 date sent to the FDA: 07/13/2018 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: ¿ was the date of the initial procedure (B)(6) 2018? Yes ¿ what tissue was the pds plus suture used on? Not disclosed ¿ what was the condition of the tissue (healthy, weak, diseased)? Diseased ¿ how was the suture placed (interrupted or continuous)? Interrupted ¿ what are the patient age, gender, weight, prior medical conditions? Not disclosed ¿ was there any patient event prior to the dehiscence (such as cough, fall)? None ¿ what is the current condition of the patient? Recovering as normal